Event description:
It was reported that the patient underwent a right knee replacement and subsequently developed an infection. The surgeon then replaced the liner. The patient was last known to be in stable condition following the event. No further information is available.